Manufacturer narrative:
Do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm. The customer reported using fiasp insulin. Tandem technical supported educated customer that the pump user guide indicates do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Customer addressed elevated bg via supply change and correction bolus via pump. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.